Event description:
It was reported that the existing artificial urinary sphincter (aus) was no longer functioning as intended. The patient's physician inquired about the size of the existing cuff component and stated that he was considering a possible revision surgery. The physician indicated that he was waiting to hear back from the patient about whether they wanted to undergo the revision procedure. Additional information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating a revision procedure was performed during which time the aus was replaced. The explanted components are not expected for return. There were no patient complications reported.

Event description:
It was reported that the existing artificial urinary sphincter (aus) was no longer functioning as intended. The patient's physician inquired about the size of the existing cuff component and stated that he was considering a possible revision surgery. The physician indicated that he was waiting to hear back from the patient about whether they wanted to undergo the revision procedure. Additional information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.